Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The length of the delay to patient care was not disclosed. The nature of the procedure was not disclosed. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device and determined that the malfunction was caused by the device's third-party antivirus software. The third-party software provider released an update that raised system requirements for their mcshield application. This update increased cpu usage during system start up, leading to the reported malfunctions. Investigation is ongoing.